Event description:
The customer reported the l-arm was not rotating which would create a loss of motorized motion. There is no report of pt injury or death. When the motorized movements are completely down, the cranial and caudal movements are not available. The system would be effectively unusable.

Manufacturer narrative:
A ge rep evaluated the system and tightened the l-arm motor mounts. The system operates as intended.